Event description:
Information received from (B)(4) indicates the following: foot drop and loss of sensation in foot. Non-surgical treatment. Per (B)(6) 2014, motor function improved but sensation did not fully return. Left knee.